Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep dismantled and cleaned the memory cards. The system was tested and is operating as intended.

Event description:
The customer reported that the stenoscop system will intermittently have problems displaying images on the monitors. No pt injury was reported.